Manufacturer narrative:
Additional product information was received. D1 - brand name. D4 - model #, catalog #, lot #, expiration date, primary unique device identifier (UDI) #. H4 - device manufacture date. (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. Should additional information be provided by the customer a supplemental report will be submitted with the additional information received. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. It was stated that the healthcare professional provided periodontal clinical history, implant sticker, and a posterior x-ray; however, we have not received that information from the colombia team. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported a hahn tapered implant exhibited metal fatigue and crown mobility 7 years after implant placement. It was reported that the patient went to the healthcare professional and reported discomfort due to crown mobility. Upon removing the crown, the healthcare professional verified that it had a fracture on the neck of the implant. It was reported that the osseointegration of the implant was intact. Per the report the patient was rehabilitated with a bruxis crown from the glidewell laboratory in bogotá, using hahn attachments. The doctor stated they placed the crown themselves. It was reported that the patient is a regular periodontal patient, attending annual periodontal maintenance appointments.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6032872 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6032872 and found no additional product in stock. Investigation methods/results: customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause description: the root cause was inconclusive and cannot be explicitly determined. The probable cause for the fracture could be contributed by user/patient factors. IFU-570 rev 7 (hahn tapered implant system IFU). For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Since implant components and their instruments are very small, precautions should be taken to ensure that they are not swallowed or aspirated by the patient. Prior to surgery, ensure that the needed components, instruments, and ancillary materials are complete, functional and available in the correct quantities. Manufacturer reference: (B)(4).